Manufacturer narrative:
Additional information: h6: codes. The deployment line was returned attached to the deployment knob and was inspected for breaks. There was no evidence of a broken deployment line. The length of the returned deployment line was compared to the deployment line length and catheter of another hgb161407 device. The comparison of the deployment line lengths did not support that the deployment line from the procedure had broken. The physician¿s observations for a broken deployment line could not be confirmed with the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The device was received for analysis and further information will be provided. Please note that medwatch # 3013164176-2019-00018 was emailed on (B)(6) 20189 to cover the leading end of the catheter broken.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that there was resistance during the deployment of an internal iliac component in the right internal iliac artery when the deployment line was pulled approximately 7 ¿ 8 cm. The internal iliac component was deployed partially and the deployment line was broken. Upon removal of the delivery catheter it was observed that the delivery catheter was broken near the trailing olive. The physician elected to deploy the constrained part of the internal iliac component using the balloon. But it was not successful and the part of the delivery catheter remained within the patient. Then, the superior gluteal artery was coil embolized. The inferior gluteal artery was already coil embolized as a plan before the deployment of the internal iliac component. The patient tolerated the procedure.